Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found no evidence of foam particles in the assembly. During the evaluation, no foam particles were visible.

Manufacturer narrative:
This device was manufactured on 06/01/2012 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.